Event description:
This vmsr report summarizes one malfunction event. Doctor was using device (B)(4) when bur fell out and damaged tooth of patient. Patient lost tooth. No other serious injuries reported.